Event description:
Procedure type: unknown. According to the reporter: during the case after firing, it was noticed that the device did not form the staples correctly. Another gia 100 was opened to complete the case. No additional time was added to the case. No significant blood loss occurred. No patient injury was reported.

Manufacturer narrative:
(B) (4). This report was upgraded to a serious injury after taking a closer look at the size (about 2 inches) of the resected tissue received.